Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guidewire were used for treatment of a lesion in the lad, which was heavily tortuous. The vessel was 90% stenosed. An intravascular ultrasound catheter could not be advanced to the area of interest. The oad also could not be advanced through the lesion even with the use of glideassist. A low-speed proximal to distal treatment was initiated. After the sixth treatment, the viperwire guidewire fractured, and a perforation occurred. Atherectomy was discontinued. The patient was stable, but an iabp was placed as a precautionary measure. The patient was taken to surgery, and the wire fragment was removed. The patient was transferred to the ICU and was stable.

Manufacturer narrative:
The original event (guidewire fracture + perforation) was reported to csi on (B)(6) 2021. However, information was not received until 12/16/2021 that the perforation was caused by the oad. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The guidewire fracture mentioned in describe event or problem of this report will be submitted under MDR 3004742232-2021-00427. (B)(4).